Event description:
Leaking port, band. No restriction, barium swallow confirmed a fault. Date of event: (B)(6) 2020.

Manufacturer narrative:
The investigation completed suggested that there were no signs of leaks in the band portion of the assembly or along any of the examined length of tubing. The observed failure appears to be consistent with fatigue on the connector relative to the port or tubing placement, and possibly related to manipulation of the port upon removal. The production records for the band and for the port lot was reviewed and no discrepancies or non-conformances recorded. Product was manufactured according to specification. Unable to determine root cause.